Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 02:14 pm CT. The report number is being corrected from: 2183959-2018-61865 to: 2183959-2018-61374.

Event description:
It was reported that the patient experienced dissatisfaction with the artificial urinary sphincter (aus) due to erosion. The entire aus was removed and replaced with a new one. No other patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced dissatisfaction with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.